Manufacturer narrative:
A sample is available that has not yet been received by manufacturing for evaluation. Investigation including root cause analysis is in progress. A supplemental will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. All knives are 100% inspected by trained operators using a minimum of 10x magnification during manufacturing. Any defects, such as damaged tips and cutting edges, are removed from the lot and scrapped. Sharpness testing is performed and monitored during the finishing process to ensure the sharpness of the product. Additional information has been requested. The manufacturer internal reference number is: (B)(4).

Event description:
A doctor reported that the blade of a knife was found to be inverted prior to usage. The knife was not used. No patient information was provided. Additional information was requested. Additional information received confirmed that there was no patient impact associated with this reported event.

Manufacturer narrative:
One knife sample was received by manufacturing in an opened blister package. The returned, open sample was visually examined and determined to be nonconforming due to the blade's bevel was oriented upside down. A review of the related device history records (DHR) for the reported lot number has been performed and no anomalies were found. The product was released according to the manufacturer's acceptance criteria. The lot complaint history review revealed that this is the first complaint for the reported lot number and the first for the reported event. Knives are first assembled in a straight form and then bent to the desired angle and direction of the bevel. The root cause for the incorrect bevel is that the blade was placed into the assembly fixture backwards and then assembled with the bevel facing in the wrong direction. When the knife was then angled, this caused the knife to be bent in the opposite direction. This defect was not detected by the operators during their bending process. Manufacturing is aware of this issue and the complaint has a known root cause which resulted in the reported complaint. An action plan was initiated to address this issue and tracked under CAPA number (B)(4) for the wrong bevel issues which is still in-progress at the time of this report. The manufacturer internal reference number is: (B)(4).